Manufacturer narrative:
The electrode belt has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reported that the patient was in the hospital and had lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received one appropriate treatment followed by four inappropriate treatments from the lifevest. At 5:01:19, the patient received the first treatment from the lifevest during vf with motion artifact. The post-shock rhythm was asystole with intermittent cardiac activity and CPR and motion artifact. At 5:01:48, the patient received the second treatment from the lifevest while their rhythm was asystole with motion artifact. The post-shock rhythm was idioventricular rhythm at 30 bpm wit CPR and motion artifact. At 5:04:25, the patient received the third treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. At 5:04:55, the patient received the fourth treatment from the lifevest while their rhythm was asystole with motion artifact. The post-shock rhythm was also asystole with motion artifact. At 5:05:49, the patient received the fifth treatment from the lifevest while their rhythm was asystole with motion artifact. The post-shock rhythm was also asystole with motion artifact. The patient remained in asystole after the treatment events. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.